Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a rash on both sides of his abdomen due to the lifevest rubbing. It was reported that the patient's doctor prescribed silvadene for the rash. The final medical outcome of the irritation is unknown.